Event description:
It was reported that a right heart catheterization was performed on (B)(6) 2025 to assess the accuracy of the cardiomems sensor pressures. No abbott personnel were present at the time and the sensor was not recalibrated on that date. The sensor baseline was decreased via the backend of merlin on (B)(6) 2025 per request from the site using data from the rhc on (B)(6) 2025. The baseline was decreased by 10mmhg.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.